Event description:
Per the clinic, the patient was explanted (date not reported), due to chronic infections and a history of cholesteatoma. The patient was explanted (date not reported), and the patient was reimplanted with a new device during the same surgery on the contralateral ear.